Event description:
Caller reported an issue with touchscreen responsiveness, where the pump screen was frozen and would not respond to input, preventing interaction. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the caller successfully reset the pump, restoring functionality.